Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there is an occurrence of intermittent t wave oversensing, resulting in non-sustained tachycardia episodes. There was also a drop in r-wave amplitude. The lead will be reprogrammed. No patient complications have been reported as a result of this event.